Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports their 8110 failing the force calibration using systems maintenance. Case resolution: - customer stated they replaced the housing assembly with no change. - informed the customer this could be due to the logic board. - recommended reinstalling removed housing assembly and send in for repair. - emailed our fixed level pricing. - customer will move forward with sending in for repair. Ended call.